Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 6/5 x 13mm (xiitp6513) was returned for investigation (image 1-5). Visual inspection of the as returned product identified significant damage about the implant threads, and chipping at the collar. The drive feature contains fractured pieces of an unknown screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 2.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2016062031. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review:(unknown 3i screw). A complaint history review could not be performed without relevant item and lot information. (Xiitp6513) complaint history review was performed for the reported lot number (2016062031) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred. In addition, investigation showed that the screw and implant could not be disengaged due to damage. The reported event regarding screw fracture was confirmed. G7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant that was ossio-integrated with a fractured screw that was stuck in the implant and it was unable to be removed by the prosthodontist. Site was grafted but no material noted. No injury to patient other than implant being removed. No permanent impairment.